Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer (fse) logged into the medstation application and observed that the drawer was not visible in the storage space configuration. An initial reboot attempt was unsuccessful. The device was shut down, and the pyxibus module controller (pmc) board was replaced. After rebooting, drawer 5.2 became visible, but drawer 5.1 remained undetected. A second reboot attempt did not resolve the issue. The fse then replaced the 5.1 drawer controller board and released the cubie pockets in hardware test application (hta) to clean beneath the cubie tray. After rebooting, both drawers were visible. The fse logged into hta, reseated the trays and cubies, tested the cubie pockets, and then booted the device back into the application. Then fse replaced the pyxibus module controller board for half height drawer 5 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000 system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.